Manufacturer narrative:
(B)(4). The valve was patent and passed siphon, reflux, and leak testing. The valve performance met all established specifications for pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported that an explanted valve was to be returned for eval. It was unclear if the product was working properly, since the pt still had headaches. On (B)(6) 2010, we received medwatch (B)(4) with additional info that was submitted by the hospital risk manager. The medwatch report contained info regarding a pt taken to the operating room for recent episodes of balance difficulty and memory issues. The opening pressure was too high and shunt valve was replaced. On (B)(6) 2010, it was reported that the proximal catheter was placed correctly and that there was no obstruction present. The valve and catheter were tested with manometer. It was decided to replace the device with a new valve, and return the device for eval.